Event description:
It was reported by dealer that the 5410ivc bed came in with a bent pull tube which cause the head spring weld to break where they attach to each other. Dealer also states the rails came in scratched. Dealer requested only a headspring to be replaced at this time.